Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. A pre-analytic issue can be excluded. The system was confirmed as running within specifications.

Event description:
The customer questioned results for 2 patient samples tested for ise sodium electrode (na), ise potassium electrode (k) and ise chloride electrode (cl). The customer complained of the difference between the results from the c501 analyzer and the integra 400. Of the data provided, the results for na were erroneous. The erroneous results were reported outside of the laboratory. Patient 1 initial na result from the c501 analyzer was 140 mmol/l. This result was reported to the physician. The physician thought the na result was too high and requested repeat testing. The repeat na result from the integra 400 was 132.2 mmol/l. Patient 2 initial na result from the c501 analyzer was 156 mmol/l. This result was reported to the physician. The physician thought the na result was too high and requested repeat testing. The repeat na result from the integra 400 was 147.1 mmol/l. No adverse event occurred. The ise sodium electrode lot number and expiration date were not provided. Calibration results were acceptable. The field service engineer replaced the reference electrode and the reference electrolyte reagent. After these items were replaced, the results from the c501 were back near the results from the integra 400. Based on the information provided, a specific root cause could not be identified. Results between both analyzers were comparable following maintenance actions by the field service engineer.